Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cadd medication cassette reservoir was leaking. There was no reported patient harm.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation and received photos from customer the reported failure mode of leaking is not visible in the provided image, the complaint is not able to be confirmed. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.